Event description:
It was reported that when using the bd pyxis¿ es refrigerator did not recognize that it was locked, and the entire unit failed, indicating that it would not lock. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer locked and unlocked the door multiple times with no issues observed, powered off the unit, cleaned, crimped, and applied conductive grease to the door switch connections, verified functionality with hardware test application (hta) testing, completed medication inventory in the refrigerator with no issues. The system functioned as intended after the field service engineer repaired the device.